Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device took an abnormally long time for the defibrillator to start up when the power was turned on, about three minutes. While it was starting up, the screen was completely black, and a red "x" started blinking in the rfu. There was no patient involvement.